Event description:
The customer reported that the sys exhibited 'precharge errors' upon system start up. This error is likely to prevent the sys from booting up to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The mainframe sys batteries were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.